Event description:
The customer contact reported an operator error in programming the device, which resulted in the pt receiving more medication than intended. On (B)(6) 2013 at 0510 the pt was intubated for a po2 blood gas level of 39mmhg. It was reported the pt was receiving diprivan programmed at a rate of 10mcg/kg/min; however, it was reported that the pt was not successfully being sedated for mechanical ventilator. No specific details were provided. The physician then ordered to fentanyl 50mcg/hr for sedation. At 0801, using the drug library, channel 2 of the device was programmed to deliver fentanyl 1000mcg/100ml, at a rate of 50mcg/hr, and the delivery was started. At 0824, the device alarmed for proximal air a, back prime. At that time the nurse noted the fentanyl container was empty. The physician was notified; however, no medical interventions were orders. At 0946, the nurse noted the pt was bradycardic, with a heart rate of 47 beats per minute (bpm). At 0928, the nurse called a code blue. It was reported that pt was in cardiac arrest with pulseless electrical activity. It was reported that the acls protocol was followed. The pt was treated with 5 doses of epinephrine 1mg ivp, sodium bicarbonate 100meq ivp, and narcan 0.04mg ivp. At 0940, it was reported the pt had a palpable pulse of 135bpm. At 1000, the customer contact reported the pt remained intubated on mechanical ventilation. At 1400, it was reported the family request comfort care only. At 1140 the pt extubated. At 1518, it was reported the pt expired. The customer contact reported the cause of death was acute exacerbation of pulmonary fibrosis. No autopsy was performed. The customer contact reported the device did not contribute to the pt's death. The customer contact reported the event was due to an operator error in programming. It was reported that the pump was inadvertently programmed to deliver at a rate as 50mcg/min instead of the intended 50mcg/hr. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.